Event description:
A healthcare facility in (B)(6) has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt314 optiflow junior neonatal nasal cannula was detached during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, opt314 optiflow junior nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the subject cannula confirmed that the right side of the tube was found detached with visible glue residue found on the surface of the detached tube end and inside the cannula tube joint. It was also observed that part of the tubing was slightly stretched. Conclusion: our investigation could not determine the exact cause of the reported damage to the subject device. Based on our knowledge of the product it is most likely that the cannula was subjected to excessive force. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt314 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt314 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - do not wrap, insulate, stretch, or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in luxembourg has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt314 optiflow junior neonatal nasal cannula was detached during use on a patient. There was no reported patient consequence.